Event description:
Freestyle libre3 plus sensors- 4 bad sensors, sensors showed very high blood sugar many times. I would try to correct with/without food. This would cause a real time problem with my body and caused stress, and at times I would vomit. Pt code: 2329. Device code: 2459. Ref reports: mw5180194, mw5180195, mw5180196.